Event description:
It was reported that the patient went to the ER because she was experiencing pain and muscle spasms (that felt like a heart attack) hat she attributed to the vns. The ER took x-rays and the patient said that they told her it looked like the vns was on a nerve or muscle causing the spasms. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was noted that the patient's pain was at the generator implant site at the chest. The patient also reported that she thought that the generator had dropped in the pocket and was giving her shooting electrical discomfort while it was activated. When the vns was disabled, symptoms resolved except for when she pressed on the device and the shooting pain returned (pain shoots down arm and into chest. Impedance was within normal limits. The surgeon wasn't sure if the patient's generator was moving or what the cause of the pain was. They indicated that the surgery was for patient comfort and not to preclude serious injury. No known relevant surgical intervention has occurred to date. No known further relevant infroatmion has been received to date.